Manufacturer narrative:
The account found that the head drive needed to be replaced and replaced the head drive assembly to resolve the issue.

Event description:
The account alleged that the head section was drifting on this bed. No injuries reported.